Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that would not power on. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not been returned yet for evaluation. A follow up report will be filed once the device has been evaluated.